Event description:
It was reported that during a ptca/stent procedure, the stent was successfully implanted in a pt experiencing an acute myocardial infarction, contrary to IFU. The pt was then given plavix and reopro. The following day, the pt returned to the cath lab experiencing chest pain. Angiography revealed thrombus within the stent. A balloon catheter was used to successfully open the stent. No additional intervention was performed. Reportedly the pt is fine.